Manufacturer narrative:
G4: 21sep2020. B4: 13oct2020. The service engineer (se) inspected the device. The se replaced front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:17dec2020. B4:18dec2020. A front bezel was return for analysis. It was determined that the liquid ingress due to variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02sep2020. B4: 21sep2020. G3: report source updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
It was reported that the ventilators settings would jump when changes are made using navigation ring and would change without pressing a button. Reportedly, the touchscreen was working and would allow the users to change the value. There was no patient involvement.